Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation was observed to have blood ingression, and visual summary analysis of the lead indicated damage at implant. The analysis comments stated that the lead was returned with the helix fully extended and that the helix was able to be extended and retracted within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead kept dislodging from the atrial appendage after multiple attempts. It was noted that the physician was not sure if the helix was extending or implanting into the endocardium. The lead was replaced and a different lead was implanted instead. No patient complications have been reported as a result of this event.